Manufacturer narrative:
Concomitant medical devices: 5024m-58 lead; 4568-53 lead, implanted (B)(6) 2001, 419388 lead, implanted (B)(6) 2008.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device triggered a false lead integrity alert (lia) due to 60 hertz noise. The device remains in use. It was also reported that the right ventricular (rv) lead was observed with possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.